Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The ra lead was temporarily placed in rv while the rv lead was placed. This bridged the need for pacing allowing optimal placement of rv. It was then unscrewed and placed in the ra. The patient experienced hypotension to loss of bp and complete heart block. This could have been because they bumped the av node causing temp hb. This lead remains implanted and no other adverse patient side effects were reported.